Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that fluid air exchange (fax) did not work during the vitreoretinal surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the pos 03 ID tab of the pinch plate was broken off. Complaints of the same nature have been received related to the cassette identification (ID) tab on the pinch plate being broken off. The cassette will be recognized as a posterior cassette with manual stopcock(incorrect) but will pass priming and iop (intraocular pressure) calibration successfully. However, during fax (fluid air exchange) (mode, fluid (instead of air) continued fluid flow will observed as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken ID tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification (ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary the manufacturer internal reference number is: (B)(4).